Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the concerned device explanted. No further information is available at this time.